Manufacturer narrative:
The precise lot number is unk. However, both possible lots were reviewed and found to have the same expiration date and the following is true: method - the device history and sterilization records were also reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient's lead pulled out of the ipg header. On (B)(6) 2010, the lead was reinserted into the ipg. The stimulation was successfully recaptured after the procedure. No product was explanted.